Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter state: (B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified right superficial femoral artery. A 7.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for the percutaneous angioplasty procedure. During the procedure, however, the balloon catheter became entrapped on the non-bsc guidewire. The catheter and the guidewire had to be removed together. A different device of a different model was used to complete the procedure. There were no patient complications reported.